Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information cannot be requested as we do not currenty have the patient's accurate contact information. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer

Event description:
Customer states that he had a bilateral knee replacement. He said he fell and hurt his rotator cuff and wanted to know if we had the recall list.